Event description:
Patient has reported left side pain in the breast. Healthcare professional later reported rupture, seroma, capsular contracture baker grade ii/iii, ¿lymph node (diameter 9.7 mm) of a likely reactive nature in the left axillary cord," ¿intra-capsular on the left," fibrous capsule measuring 30 mm in aggregate and 2 mm in thickness, silicone granulomas (siliconomas)". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec). ¿ seroma-late: unable to observe. ¿ lymphadenopathy: unable to observe. ¿ granuloma: unable to observe. ¿ capsular contracture: unable to observe. As per the investigation procedure, crease and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient has reported left side pain in the breast. Healthcare professional later reported rupture, seroma, capsular contracture baker grade ii/iii diagnosed by ultrasound and MRI. Diagnostic test results show ¿lymph node (diameter 9.7 mm) of a likely reactive nature in the left axillary cord¿ and ¿intra-capsular on the left¿. Histological test report shows, "left breast periprosthetic capsule. 3 fragments of tissue, macroscopically fibrous in appearance, measuring 30 mm in aggregate and 2 mm in thickness. Fibrosclerotic tissue partially covered by monostratified cubic epithelium and associated with silicone granulomas (siliconomas)". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, lymphadenopathy, granuloma, and capsular contracture, baker grade ii/iii.